Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, reported that patient faced infusion set off during use. Insertion area was cleaned, air dried and free from hair. IV prep pads were adhesive aide and used at area of insertion. Infusion set has been used for about one hours. The blood glucose level was 140 mg/dl. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.